Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (500 mg/dl) and diabetic ketoacidosis; cause was unknown. Customer was treated with fluids and intravenous insulin drip. Customer was discharged the following day with the issue resolved and no permanent damage. There were no pump alerts or alarms prior to the event.